Manufacturer narrative:
Testing of actual/suspected device: the dealer engineer was dispatched to evaluate this unit. The customer reported that unit was turned on to tested before use and the system automatically shutdown. This event (shutdown) was not recorded in the system. The dealer's engineer found that the switch may be poorly connected. The electronic contact was cleaned and the customer was advised to replace it. The dealer engender performed a boot test, cheer up test and the function. All test were reported ok (acceptable) and no shutdown of the unit occurred. Since the unit passed all functional and safety test per factory specifications, the iabp was released to the customer and cleared for clinical service. Upon completion of our investigation, a supplemental report will be submitted. The full name of the event site was shortened due to field character limit; the full name is: (B)(6) hospital.

Event description:
It was reported that during test, before use, the system automatically shutdown and it was not recorded in the system of the cs300 intra-aortic balloon pump (iabp) "cassette error". The customer informed that there was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, g8, h2,h6(investigation type, investigation findings & investigation conclusions), h10, h11. Corrected fields: d4(UDI#), g1(contact person), h4, h6(problem code).

Event description:
N/a.